Event description:
No further event information at time of this report.

Manufacturer narrative:
This complaint is not confirmed. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The patient retained the implant and did not consent for return to the manufacturer for further evaluation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. Root cause was unable to be determined. It was reported that the patient experienced a fall however the cause of the fall is unknown. The necessary information required to adequately investigate the event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported via a competent authority user report that a patient underwent an initial total knee arthroplasty. Subsequently, twelve (12) years post-implantation, the patient experienced a fall and the post of the articular surface fractured. The patient underwent revision surgery to replace the fractured component on an unknown date. Diligence is in progress for this complaint; to date no further information has been reported.

Manufacturer narrative:
(B)(4). A2: year of birth: 1956 b3: exact event date is unknown however the patient fall was noted to have occurred a few weeks prior to the event notification. D6a: exact implant date is unknown but occurred in 2011. D10: medical product: unknown tibial tray: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni. G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the patient will retain the explanted device. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.